Event description:
User reported 7 false positive results. No information regarding follow-up tests. This is report 4 of 7.

Event description:
User reported 7 false positive results. No information regarding follow-up tests. This is report 4 of 7.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00209,210,211,213,214,215: test 1,2,3,5,6,7 of 7).